Event description:
The reporter contacted lifescan (B)(4) alleging there were 25 test strips in the onetouch verio test strip vial even though the labeling says it should contain 10 test strips. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
.